Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their abbott diabetes care device. Customer reported a high reading of 260mg/dl which was higher than a lab reading of 120mg/dl. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression. Meter powered on with strip insertion. Observed unexpected characters on meter screen. Control solution testing has been performed and all results were within range specification. Passing of all tests during the investigation indicates that the observed unexpected characters did not impact the meter's ability to generate an accurate glucose reading. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips has produced a not-satisfactory results for spiked venous blood testing. The testing result was addressed and investigated. The investigation concluded that the product functionality is not affected. Spike venous blood testing results were plotted on parkes error grid. All results fell within zone a and b, which is considered clinically acceptable. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their abbott diabetes care device. Customer reported a high reading of 260mg/dl which was higher than a lab reading of 120mg/dl. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. There was no report of death, serious injury, or mistreatment associated with this event.